Manufacturer narrative:
The user experienced a severe low blood glucose event after an accidental meal announcement resulted in unintended insulin delivery, followed by a prolonged period of unsuccessful correction with oral carbohydrates. The user was subsequently transported to the hospital and remained overnight for evaluation and management; however, no treatment details or device-related findings were available. Review of available device data has not identified a malfunction, and a follow-up MDR will be filed if additional information becomes available.

Event description:
On (B)(6) 2025 the user¿s son reported that on (B)(6) 2025 the user experienced hypoglycemia with a bg of 14 mg/dl. The user had accidentally announced a meal without eating and attempted to treat the low with multiple fast-acting carbohydrates before her son transported her to the hospital when glucose levels did not recover. The user was hospitalized overnight for management of the low bg and was discharged on (B)(6) 2025, but no information regarding the specific treatment provided was available.